Manufacturer narrative:
Device evaluated by MFR: initial examination noted that the device was returned with a 0.013 inch guidewire inserted through it. It was not possible to remove the guidewire from the delivery system. It was noted that the stent had moved in a proximal direction off the balloon material and was severely damaged. The shaft of the device was severely kinked at 65 mm and 76 mm proximal to the distal tip. Other slight kinks were noted along the length of the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. The target lesion was located in the proximal left anterior descending (lad) artery. A 2.75x16mm promus element mr stent delivery system was introduced into a non-bsc guidewire. The sds was withdrawn to inject nicorandil and contrast. During withdrawal, the stent dislodged from the balloon and moved proximal to the balloon. Upon removal of the sds with the guidewire, it was noted that the stent struts were flared out. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a stenting treatment procedure a stent dislodgedment occurred. The target lesion was located in the proximal left anterior descending (lad) artery. A 2.75x16mm promus element mr stent delivery system was introduced into a non-bsc guidewire. The sds was withdrawn to inject nicorandil and contrast. During withdrawal, the stent dislodged from the balloon and moved proximal to the balloon. Upon removal of the sds with the guidewire, it was noted that the stent struts were flared out. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).